Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced shortness of breath and fluid in the lungs coincident with peritoneal dialysis (pd) therapy. The cause of the shortness of breath and fluid in the lungs was unknown.  The patient was given a nebulizer treatment for the shortness of breath in an ambulance on the way to the hospital. Treatment for fluid retention and shortness of breath was a change in peritoneal dialysis therapy to all 2.5% ambuflex and extraneal solution and unknown medications. The patient remained hospitalized for four days. The patient decided to discontinue dialysis treatment. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the device service history and the event history log was performed. Upon performing these reviews, no issues were found that could be related to the reported event. The device was tested and passed both the homechoice return instrument test/ evaluation (rite) functional test and the rite electrical test. The device was determined to meet functional and electrical performance specification requirements. An external & internal inspection was performed which revealed no anomalies. An evaluation of the device pneumatic system revealed no leak and all pressures were correct & stable. The device passed seal, purge & wet disposable integrity tests. A short simulated therapy was performed successfully. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue. Should additional relevant information become available, a follow-up will be submitted.